Event description:
It was reported the patient¿s implantable neurostimulator (ins) and lead were explanted due to a lack of efficacy. It was stated there was no patient death or injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v558148, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v558148, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead. (B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. Final device analysis of the lead revealed the following: the # 0 and # 1 conductors were broken (overstressed) on the proximal segment, 4.3 cm from the proximal end. All conductors were broken (overstressed) on the distal segment, 11.5 cm from the distal end. The lead was severely twisted. There were open circuits on numbers 0, 1, 2, and 3. The #1 and #3 circuits were shorted together on the distal end of the break.